Event description:
Medtronic received information that this transcatheter bioprosthetic valve (core valve) was implanted valve-in-valve into a stenotic non-medtronic bioprosthesis (sorin 23mm mitroflow). No adverse patient effects were reported after the valve-in-valve procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).